Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a reservoir problem on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she use new reservoir from box and again insulin pump show no delivery alarm. The customer was advised to use back up plan and a new sets of reservoir will be sent. No further information was reported.